Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was being used with instruments and accessories which were a resectoscope with a cutting loop and a gray monopolar cord. When they started using the device it would not work, there was no electrocautery action. They reattached the peddle to the unit and it worked. As they started using the loop there was a pop sound and the cord popped off of the connection end to the resectoscope. The end that was still attached to the resectoscope had a small blue flame burning at the top of it. They detached the inflow fluid and put out the flame with that. The flame did not touch the patient or any drapes. Pictures were submitted, and one of it showed the damaged cable. There was no patient injury.